Event description:
The customer reported via phone call that they had issues with the cgm. It was also stated that the bayer meter is inaccurate. If the customer had a blood glucose reading of 45 mg/dl then the meter would read 95 mg/dl. The control solution range is supposed to be 136 mg/dl to 140 mg/dl, but theirs says 199 mg/dl. The customer got a letter from bayer saying that their solution was expired. The customer received the solution (B)(6) 2014, but it expired (B)(6) 2014. The inaccurate readings are causing the patient to give themselves more insulin than needed during the bolus procedure. The supplies, insulin pump, and transmitter were replaced. The customer is no longer using the bayer meter and bought their own from (B)(6). The bayer meter readings are off by 65 points.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).